Event description:
It was reported by customer there was an unspecified patient event. There was patient involvement, but the outcome is unknown. Upon further follow up with the customer, it was reported a 23 hour methotrexate infusion ran longer than it should have. The infusion was started at (B)(6) on (B)(6) 2025, however, did not end until (B)(6) on (B)(6) 2025. Programmed was doubled checked and confirmed for the correct time, volume, and rate. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer there was an unspecified patient event. There was patient involvement, but the outcome is unknown. Upon further follow up with the customer it was reported a 23 hour methotrexate infusion ran longer than it should have. The infusion was started at 1332 on (B)(6) 2025, however did not end until 1509 on (B)(6) 2025. Programmed was doubled checked and confirmed for the correct time, volume, and rate. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : the report of an under infusion of methotrexate was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Functional testing of the returned administration set revealed no leaks or anomalies. On 04mar2025 at 1:33 pm, the user selected the suspect pump module and programmed an infusion of methotrexate ¿ standard dose (drugid = 344) with a rate of 95 ml/hr, a volume to be infused (vtbi) of 95 ml/hr, patient body surface area (bsa) of 1.91 m2 and concentration of 10 mg/ml. The vtbi was immediately reprogrammed to 70 ml and started. The total primary volume infused (pvi) at the start of the infusion was recorded to be 1000.14ml from prior performed infusions. Between 2:18 pm and 2:21 pm, the vtbi was reprogrammed three (3) times after infusion completion: the first one to 3 ml, the second one to 5 ml, and the third one to 25 ml. At 2:35 pm the infusion completed successfully, and the unit was channeled off. A pvi of 1100.05 ml was recorded. At 2:39 pm, the user selected the suspect pump module and programmed an infusion of methotrexate ¿ high dose ¿ grams (drugid = 346) with a rate of 37.3913 ml/hr, vtbi of 860 ml, patient bsa of 1.91 m2 and concentration of 0.01mg/ml. The pump module alarmed for occlusion on patient side and the infusion was restarted at 2:40 pm. At 7:23 pm the pump module alarmed for air in line and the infusion was restarted. A pvi of 1275.99 ml was recorded. Between 7:34 pm and 8:01 pm, the infusion was paused two (2) times and restarted. A pvi of 1299.95 ml was recorded. On 05mar2025 at 12:18 am the infusion was paused and restarted at 12:20 am. A pvi of 1457.14 ml was recorded. At 4:02 am the infusion was paused and restarted. A pvi of 1595.35 ml was recorded. At 12:31 pm the infusion was paused and restarted at 12:34 pm. A pvi of 1910.46 ml was recorded. Between 1:52 and 2:28 pm the vtbi was reprogrammed seven (7) times. The first one to 5 ml, the second one to 6 ml, the third one to 5 ml, the fourth one to 7 ml, the fifth one to 5 ml, the sixth one to 7 ml and the last one to 25 ml. At 3:09 pm, the infusion completed successfully, and the pump module was channeled off at 3:12 pm. A pvi of 2005.97 ml was recorded. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental findings, physically abused components or any third-party parts found. Root cause: the root cause for the reported under infusion was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a1801, c23, c0601, d11, d15, g02017, g04037, g04088 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.